Manufacturer narrative:
E3-non health care professional; e2-no. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. D2a updated from blank to rigid video laparoscope. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged fibre bonding in the outer tube area (distal end) based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the identified failures is cause traced to component failure. A device history review (DHR) was completed, and no issues were identified. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported the subject rigid video scope gave an image but, after 20-30 minutes of use, it stopped giving an image. There was no harm or injury reported.

Event description:
It was reported the subject rigid video scope gave an image but, after 20-30 minutes of use, it stopped giving an image. There was no harm or injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.